Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory in two segments, severed 5.2 cm from the terminal end. X ray analysis confirmed a fractured outer coil approximately 23.1 cm from the terminal end. Fracture characteristics are consistent with clavicle/first rib crush. Visual inspection of the lead was performed and found dried blood/body fluid around the helix and tip region. Testing was completed to assess lead electrical performance. Outer coil (anode) measured as an electrical open, consistent with an outer coil fracture. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of slack issues and loss of capture. The ra lead has been explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of slack issues and loss of capture. The ra lead has been explanted and successfully replaced. No additional adverse patient effects were reported.